Event description:
Complaint received form baxter sales rep. Customer reports the set is separating below the drip chamber before patient use. There was no reported patient injury or medical intervention. Although requested, no additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA january 25, 2007. The reported device was listed as unavailable, and will not be returned for evaluation. The manufacturing facility has been made aware of this report through baxters complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.